Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the distal end of the pipeline failed to open. The physician pushed the stent outside of the microcatheter but the stent did not open. The physician attempted three times to recapture and deliver but it was unsuccessful. The pipeline was not positioned in a bend and more than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than two times. There were no additional steps required to open the pipeline. The pipeline was resheathed and removed with the microcatheter. The pipeline was not used off label and was prepared as indicated in the IFU. There were no patient symptoms or complications associated with the event. It was unknown if a dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure was good. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the left ica with a max diameter of 12mm and a 2mm neck diameter. It was noted the patient's vessel tortuosity was severe. Ancillary devices include: neuron max .088 90cm straight, phenom plus nv21-002, phenom 27 se20-033, and a synchro .014.

Manufacturer narrative:
H3: product analysis #(B)(4): equipment used: vis (m-81805), 203cm ruler (m-83360). Drawing(s) referenced: none. As found condition: the pipeline vantage embolization device and phenom 27 catheter were returned for analysis within a shipping box, within primary and secondary pouches, and within an opened pipeline vantage inner pouch (b181648). Visual inspection/damage location details: the pipeline vantage embolization device was returned within the phenom 27 catheter. The pipeline vantage pusher was found extending out from within the phenom 27 catheter for ~42.2cm. The phenom 27 catheter body was found damaged (wavy) at the strain relief. The phenom 27 catheter body was accordioned at ~6.0cm from the catheter distal tip. The pipeline vantage pusher tip coil was found extending out from within the phenom 27 catheter distal tip. The phenom 27 catheter distal tip was found in good condition. The pipeline vantage embolization device was pushed out from within the phenom 27 catheter, deploying the braid. The pipeline vantage pusher was found bent at the resheathing arm¿s. The pusher distal core wire was found broken at the sleeves. The sleeves were found damaged. The pusher tip coil was found bent. The pipeline vantage braid proximal and distal ends were found open, but damaged (frayed). Testing/analysis: the pipeline vantage pusher distal core wire was sent out for sem (scanning electron micrographic) failure analysis. Per the analysis report, the wire appears to have failed due to corrosion. Conclusion: based on the device analysis and reported information, the customer¿s ¿failure/incomplete open distal¿ report was confirmed. It is likely the damage found with the pipeline vantage braid, or the patient¿s ¿severe¿ vessel tortuosity contributed to the event. Regarding the broken pipeline vantage pusher distal core wire, pusher separation can occur due to certain use conditions such as excessive force and patient vessel tortuosity. However, as the wire failed dur to corrosion the cause for the separation could not be determined. (Rosaj10 2022-07-26) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.